Event description:
It was reported that during an unknown procedure, there were malformed clips. The clip was not entirely formed; one part of the clip remained connected to the device. This led to a tear in the vessel upon removing the device. The tear was fixed by clipping with another device (same reference), without consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw causing pear shaped clips. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, a properly formed clip was found jammed inside the shaft leading to the found feeding issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.